Event description:
Patient presented with a right internal carotid stenosis. Physician accessed common carotid artery with a sheath with intent to treat with an embolic protection followed by a stent. A 5.5mm embolic protection device was attempted to cross the lesion and deployed distally. The filter crossed, but could not track up the internal carotid much past the lesion due to tortuosity. After two attempts, the physician asked for a spiderfx. A 190cm .014 wire successfully crossed the lesion and tracked up beyond the tortuous portion of the artery. A spiderfx was loaded on the wire and catheter tip tracked to the upper portion of the right internal artery. The wire was removed. The physician had difficulty advancing the spiderfx. The wire kinked at the insertion site and it was decided to remove the spiderfx. The same wire crossed the lesion and another spiderfx was successfully deployed distally. The lesion was predilated with a coronary balloon without incident. A protege rx stent was deployed. The patient had a neurologic reaction and adenacin/dopamine and other medical management was employed. Respiratory measured were also taken. An angiogram was taken and it was discovered that there was a dissection distally. A tapered stent was deployed distally to the protege. The patient continued to show some neurological impairment (tia) but was stabilized. Eventually she regained her speech, movement to her extremities and full-neurological function in ICU.